Manufacturer narrative:
The colonoscope was returned to the authorized service center for evaluation. Minor fluid invasion due to a leak was found, causing loss of image in the center camera. The center lens was replaced, the leak was repaired, and the device was returned to the user facility.

Event description:
The facility reported that the center image of the colonoscope went black during a colonoscopy. There was no report of any negative health consequence to the patient.